Event description:
It was reported an air bubble was noted from the hemostasis valve when the physician applied negative pressure with a syringe to the introducer from the sideport during the procedure. The physician inserted the guidewire and advanced the sheath / dilator assembly and then removed the guidewire. He then inserted and exchanged the ice catheter and the biosense webster ablation catheter several times. To re-insert the ablation catheter, the physician aspirated from the sideport of the introducer using a syringe and noted air bubbles entering the syringe. The introducer was exchanged and the procedure continued with no consequences to the pt.

Manufacturer narrative:
We are in the process of investigating the device. A f/u report will be submitted, upon completion of our investigation.